Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "service needed alert," which was not reproduced. The symptom was confirmed through review of the event history log by the presence of system error 322 in the log. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed a "service needed alert" in the medical surgical care area, which was clarified during baxter's evaluation as a system error 322. It was also reported there was no patient involvement.